Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by an other health professional and describes the occurrence of depression ("depression with disability leave") in a (B)(6)-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression (seriousness criterion disability) with fatigue and general physical health deterioration. At the time of the report, the depression outcome was unknown. The reporter provided no causality assessment for depression with essure. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had depression with disability leave. This event is unanticipated in the reference safety information for essure. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 06-apr-2017. The most recent information was received on 31-may-2017. This spontaneous case was reported by an other health professional and describes the occurrence of depression ("depression with disability leave") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included termination of pregnancy - elective in 2005, pregnancy in 1993 and normal delivery in 1993. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression (seriousness criterion disability) with fatigue and general physical health deterioration. On an unknown date, the patient experienced dizziness ("dizziness"). The patient was treated with antidepressants. At the time of the report, the depression and dizziness outcome was unknown. The reporter considered depression and dizziness to be related to essure. The reporter commented: in 2011, the patient had been on disability leave for 2 years.the patient developed excessive fatigue in 2014.the physician did not have lot number. According to the physician, there is a causal relationship between essure and the events, but the events occurred 4 to 5 years after essure insertion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 02-jun-2017 for the following meddra preferred term: depression. The analysis in the global safety database revealed 28 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 31-may-2017: medical history, event (dizziness) and causality added. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 06-apr-2017. This spontaneous case was reported by an other health professional and describes the occurrence of depression ("depression with disability leave") in a (B)(6)-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced depression (seriousness criterion disability) with fatigue and general physical health deterioration. The patient was treated with antidepressants. At the time of the report, the depression outcome was unknown. The reporter provided no causality assessment for depression with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: depression. The analysis in the global safety database revealed 27 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.